Event description:
It was reported that during a prostate procedure, two surgical fibers were damaged at the tip; the damage occurred at 161,426 joules and 50,000 joules of use. The procedure was completed using a third fiber. There was not report of pt injury. This report is for the second surgical fiber used.

Manufacturer narrative:
Reference MFR #: 2937094-2013-01019. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap; the distal end of the glass cap was found to be detached. The metal cap exhibits char and detritus. There was no indication or report of any part of the device remaining inside the pt. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fractured glass cap may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling due to anatomical/ procedure factors encountered during the procedure.